Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted 113 (reduced water temperature control). Patient has been on therapy for almost 3 days. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37c, water temperature (wt) was 34.9c, water flow rate (wfr) was 2.9 l/m. Normothermia. System diagnostics showed that the outlet monitor temperature (t1) was 35c ,outlet control temperature (t2) was 34.9c, inlet temperature (t3) was 35.1c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 72 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, system hours were 278.4 and pump hours were 218.8. Advised to swap out to alternate device and send this one to biomed labeled 113.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. Patient has been on therapy for almost 3 days. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37c, water temperature (wt) was 34.9c, water flow rate (wfr) was 2.9 l/m. Normothermia. System diagnostics showed that the outlet monitor temperature (t1) was 35c ,outlet control temperature (t2) was 34.9c, inlet temperature (t3) was 35.1c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 72 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, system hours were 278.4 and pump hours were 218.8. Advised to swap out to alternate device and send this one to biomed labeled 113. Per additional information received, transferred to the biomed. Tech support spoke with biomed who confirmed the device would not cool. They replaced the mixing pump onsite and returned the device to service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted 113 (reduced water temperature control). Patient has been on therapy for almost 3 days. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37c, water temperature (wt) was 34.9c, water flow rate (wfr) was 2.9 l/m. Normothermia. System diagnostics showed that the outlet monitor temperature (t1) was 35c ,outlet control temperature (t2) was 34.9c, inlet temperature (t3) was 35.1c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 72 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, system hours were 278.4 and pump hours were 218.8. Advised to swap out to alternate device and send this one to biomed labeled 113. Per follow up information received via task on 02jul2025, transferred to the biomed. Spoke with biomed who confirmed the device would not cool. They replaced the mixing pump onsite and returned the device to service.